Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a hemilaminectomy veterinary surgery the "burr guard got stuck on the handpiece" and the pin at the base of the hand piece was "popping out" from the motor device. As a result, there was a four-five minute delay in the surgical procedure. An identical spare device was available for use. However, the surgery was continued with the actual device. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.